Manufacturer narrative:
On 31-jan-2025, apifix was informed that patient#: (B)(6) (pas#: 091-a061) "at one-year follow up, reported experiencing some back pain and popping. Additionally, the patient's kite angle has now reversed and the apifix device has shortened due to this kite angle change. The patient will undergo a revision surgery to ensure the implants are solid proximally and distally." Clinical affairs reviewed the patient's x-rays and identified that the ratchet backed up at the 7m post-op. Patient#: (B)(6) revision is scheduled for on (B)(6) 2025.

Event description:
On 31-jan-2025, apifix was informed that patient#: (B)(6) (pas#: 091-a061) "at one-year follow up, reported experiencing some back pain and popping. Additionally, the patient's kite angle has now reversed and the apifix device has shortened due to this kite angle change. The patient will undergo a revision surgery to ensure the implants are solid proximally and distally.